Event description:
It was reported the patient had a yeast infection three weeks after implant. The patient visited their doctor and was prescribed medication and then believed to have a bladder infection. The patient was bleeding at the incision site and her vagina. She took numbing pills for the pain, which helped a little bit, but still experienced stinging and burning. The amount of bleeding and burning decreased. The patient experienced positional stimulation, resulting in buttock stimulation. The patient had more "leaking." Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID (B)(4) lot# v969909, implanted: (B)(6) 2012 explanted: product typ lead product ID 3037 lot# serial# (B)(4) product typ programmer, patient. (B)(4).